Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained morphine at a concentration of 1,000 mcg/ml with a dose of 200 mcg/day. It was reported while performing a pump implant procedure, the catheter was placed. Csf flow was noted. The hcp then placed the anchor and noticed the csf flow had stopped. After waiting a period of time he examined the anchor and noted that the distal tip of the anchor had folded back on itself, restricting the catheter. The hcp was able to flip the tip back and replace the catheter into the tissue and flow resumed. He sutured the anchor, tunneled, and connected the pump segment to the spinal segment and then to the pump. He was able to aspirate 1 ml from the catheter access port (cap) and was satisfied with this result. No patient symptoms were reported. The issue was reported to be resolved at the time of the report. Follow-up is not required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.